Event description:
The customer reported the system displayed unstable continuous scrolling of images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjustments were made to the causative factor. The system was then found to be operating as intended.